Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged critical pump error alarm on 09/07/2021. Device p-cap / test reservoir locks in place properly. Device was received with a critical pump error (open book image) due to moisture damage on stack assembly pcba1 and pcba2. Attempted to download using crest tool and was unsuccessful due to moisture damage on electronic assembly. Device was cut open and pcba2 was swapped with test pcb, insulin pump did not power up properly after battery installation, critical pump error noted. Moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. The following were noted during visual inspection: cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads. In summary, critical pump error (open book image) confirmed. Exposed to moisture confirmed. Unable to verify pump error 35.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.